Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scaring or skin discoloration). The g5 system is associated with product code pqf. Product code pqf is not currently available in field d.2b.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced an allergic reaction to the sensor. The sensor was inserted into the upper buttocks on (B)(6) 2016. Patient's mother reported that (B)(6) 2016, her daughter complained about the sensor and started to tug on it. On (B)(6) 2016, the patient's mother removed the sensor due to the patient crying. The patient's mother reported that the skin was raw and blistered at the sensor site, on the left upper buttocks. The patient also experienced itching at the site. The affected area was treated with a triamcinolone acetonide, steroid cream, prescribed by the physician on (B)(6) 2016 for a previous reaction. At the time of contact, the patient's mother stated that the patient was not currently using the continuous glucose monitoring system (cgm) due to the consistent skin irritation. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.